Manufacturer narrative:
Philips service replaced flashlite high end kit and restored full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that intermittent inability to enable x-ray during use on a allura xper fd10. The clinical use of the system was unknown. There was no reported patient or user harm.